Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available egms confirmed the presence of artefacts in the ff and rv channels, which led to the detection of vf episodes. No shocks were delivered. The available impedance trend confirmed an intermittently out of range lead impedance. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 113 months, impedance values > 3000 ohm were reported. Furthermore, one vf episode due to oversensing without inappropriate therapy back on (B)(6) 2014 was also reported . The physician decided to replace the lead. The lead was not returned to biotronik. No adverse patient side effects have been reported.